Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
We were informed that an m blue plus has malfunctioned which lead to revision and the valves were forwarded to us.

Manufacturer narrative:
An investigation was not possible because the device nor the product data are available. Regarding similar complaints where we could examine the devices, it could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to malfunction is only possible by an examination. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A final conclusion on the suspected "malfunction" is only possible with an examination.

Event description:
No sample and no further information available.